Event description:
The complainant reported that during insertion of the impella 5.5 the .018 wire was placed in the left ventricle (lv) and the 5.5 tracked into lv over the wire with no issue. The wire was removed, and support started. Intermittent increases in motor current, sudden drop in purge flow, increase and purge pressure less than 10 minutes after pump started was noted. Purge pressure high and purge system blocked alarms occurred; no kinks were noted in tubing. The 5.5 was exchanged. No patient harm has been reported.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the "purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen."

Manufacturer narrative:
The investigation for high purge pressure has been completed. Within ten minutes of starting the pump, it was reported that the high purge pressure alarm triggered. Data logs were investigated and there was a motor current spike during ramp up of the motor. Though small in amplitude, this spike was followed by low flows at p6, loss of placement signal pulsatility, and a 7 minute rise in purge pressure until the high purge pressure alarm triggered. The purge pressure and flows had been normal for the 40 minutes prior to the event. Returned product was investigated, and the pump was returned with a cut in the catheter. Visual inspection after soaking the pump showed biomaterial in the purge gap. A window was cut in the catheter just proximal to the motor, and there was no blood ingress, indicating that there was no blockage anywhere along that side of the catheter cut. The returned pump and purge cassette were run in a bucket and high purge pressure did not reproduce indicating there was no blockage on that side of the catheter cut either. The root cause of the high purge pressure was determined to be biomaterial in the purge gap.